Manufacturer narrative:
Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 modular cable revealed residue within the in-line connector, indicative of oxidation from fluid ingress that would have contributed to the reported driveline communication fault alarms. The alarms were confirmed through review of the extracted log files and were reproduced during evaluation of the returned product. The heartmate 3 modular cable, lot #9145369, was returned in lightly used condition. The controller and inline connector bend reliefs were unremarkable. The polyurethane outer jacket was unremarkable; no signs of damage (cuts, holes, tears, etc.) Were observed. The controller connector pins appeared unremarkable. The inline connector showed green/gray residue on the pins, which appeared consistent with oxidation due to fluid ingress. A specific source of the residue could not be conclusively determined. The o-rings were properly seated in their respective grooves and appeared unremarkable. Electrical continuity testing of the modular cable was performed with a test bulkhead and test distal pump cable segment. No discontinuities or shorts were observed. Resistance values of the yellow wire (comm b) measured significantly higher compared to the other wires, and fluctuated higher with manipulation of the cable, which is consistent with the reported driveline communication fault alarms. The modular cable was then connected to the returned distal segment of the pump cable and operated on a mock circulatory loop using the returned pump. The reported driveline communication fault alarms were reproduced almost immediately. The modular cable was tested on the mock circulatory loop for an additional 48 hours to further test for the reported driveline power fault alarms; however, these alarms could not be reproduced. After functional testing, the underlying layers of the cable were inspected, and no damage was observed. The underlying wires appeared unremarkable. The relevant sections of the device history records for modular cable, lot # 9115819, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a few minutes after starting the pump during the implant procedure, a driveline communication fault alarm occurred. The surgeon noted the modular cable connector being warm. The modular cable was disconnected and exchanged with success. Two pins into the connector seemed to be burnt. It was hoped the pump cable was not damaged and the procedure was done normally. The patient was reported to be in the intensive care unit (ICU) with no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.